Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: there was no data from the time of the event available in the pump black box due to continued patient use. The pump¿s total daily dose history indicated that the pump was used with am/pm switched for 5 days. A time keeping accuracy test was performed and the pump was found to be maintaining time accurately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas indicating a low blood glucose event, requiring administration of glucagon, that occurred while in the hospital for an unrelated medical condition. The reporter indicated having recent low blood glucose levels in the 1.7 mmol/l to 2.8 mmol/l range in the am. During a review of the pump, the patient noted that the time on the pump was set incorrectly to am when it should have been pm. The reporter confirmed that the pump time and date was not resetting with battery changes and indicated that it was not clear when the pump time and date was set incorrectly. This report is made based on the allegation that the patient experienced hypoglycemia related to the pump time and date being set incorrectly.